Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. During testing in a reference ventilator, performed pre-use checks failed the pressure transducer sub-test due to an offset drift. The expiratory pressure sensor's offset value had drifted and exceeded the allowed limit (plus/minus 300 mv from default). This offset drift affected the measured peep (positive end expiratory pressure) during ventilation and an alarm for low peep was subsequently generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigations of other pressure transducer pcb's has shown that once the dirt was removed the pressure transducer functioned normally, and no offset drift was noticed.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).